Manufacturer narrative:
Evaluation of the device did not show any malfunction. Trajectory deviation may be related free handing. The guide required additional 5mm freehanding by the doctor to reach the full depth. This means that the surgical guide only guided a little over half the implant's length (12mm).

Event description:
Doctor used a surgical guide to place a dental implant. Doctor reviewed the post-op scan after the surgery and saw that the trajectory of the implant is very off so the doctor took out the implant and grafted osteotomy site.